Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve, the valve was deemed unacceptable for use as it was extremely bicuspid. It was decided to implant the valve to function as a covered stent with the plan to implant a second valve. The valve was implanted and a second valve was implanted successfully within the first valve. It was reported that the physician intended to implant a covered stent prior to implant of the valve anyway. No additional adverse patient effects were reported.